Event description:
It was reported that the patient was implanted with an advantage fit system and has since experienced numerous injuries, including, but not limited to chronic pelvic pain, recurrent urinary tract infections, voiding dysfunction, pelvic floor dysfunction, vaginal and urethral atrophy, and pain during intercourse. Subsequently, she underwent a revision surgery on (B)(6) 2023, and a partial excision on (B)(6) 2023. Despite this, the patient has suffered significant pain, disfigurement, embarrassment, and unnecessary expense. She may require additional surgery and long-term medical treatment. The patient has sustained and is expected to continue sustaining severe and debilitating injuries, serious bodily harm, and mental and physical pain and suffering, along with ongoing economic losses that may persist far into the future.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of(B)(6) 2023 was chosen as a best estimate based on the date of the first revision surgery. Block e1: this event was reported by the patient's legal representation. The surgeons are: implanting and revision surgeon (B)(6) 2023): (B)(6) 2023): (B)(6) oh block h6: the following imdrf patient codes capture the reportable events below: e2330 - pain e1310 - recurrent urinary tract infections e2015 - atrophy e1405 - dyspareunia e2308 - disfigurement imdrf impact code f1905 captures the reportable event of mesh revision and partial excision surgeries.